Manufacturer narrative:
The insulin pump alarmed a21 after battery installation due to interface board leaking voltage. Also the insulin pump was unable to prime during prime a/33 test due to faulty force sensor resistor gold. No motor error alarms noted, the motor was tested outside of the devise and passed. The insulin pump passed basic occlusion and displacements tests. Unable to perform occlusion and excessive no delivery tests due to prime anomaly. The insulin pump was received with cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had high blood glucose of 20.3 mmol/l, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Alarm history found a "battery too low" alarm and an "unexpected restart" alarm. Insulin pump failed first high pressure test and received a motor error alarm. High pressure test was passed the second time. After troubleshooting, it was advised that insulin pump would need to be replaced. No further information provided.